Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had two bottom teeth chip and two top teeth chip. Their dentist shaved them down to be smooth and now the aligners seem to have air pockets. They also reported that their alignment of their two front teeth is not where they should be. Requested additional information and diagnostic finding from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.